Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV and rupture. Device has been explanted.

Manufacturer narrative:
Continued e.1.: phone number: (B)(6), continued e.1.: fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed, as fold flaw opening. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observation. No penetrating nick (stress marks). No further actions are required, as no issues with the manufacturing process are observed. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV.